Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2026-00031: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned penumbra system red 62 reperfusion catheter (red62) confirmed it was fractured and revealed stretching at the fracture location. If the red62 is retracted against resistance, damage such as stretching and subsequent fracture may occur. Evaluation revealed an ovalization distal to the fracture location. The root cause of this damage could not be determined; however, this damage may have contributed to resistance during retraction. Further evaluation of the red62 revealed kinks on the catheter. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a non-penumbra guide catheter, a microcatheter, and a stent retriever. During the procedure, the physician successfully completed two passes in the target vessel using the red62 and stent retriever. While retracting the stent retriever and red62, the red62 became stuck within the guide catheter. The red62 fractured upon further attempts to retract the device. It was reported that the distal red62 fragment remained within the guide catheter. The physician removed the guide catheter containing the distal red62 fragment from the patient. The procedure was completed using a new red62. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a non-penumbra guiding sheath, a microcatheter, and a stent retriever. During the procedure, the physician successfully restored blood flow in the target vessel using the red62 and stent retriever. While retracting the stent retriever and red62, the red62 became stuck within the guiding sheath. The red62 fractured upon further attempts to retract the device. It was reported that the distal red62 fragment remained within the guiding sheath. The physician removed the guiding sheath and distal red62 fragment from the patient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.